Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings on the reservoir. The customer's blood glucose reading was 478 mg/dl. The customer treated with manual injections. The customer also had high reading of 943 mg/dl. The customer stated that bent cannula occurred on the first day. The mother stated that they lost 160 units of insulin because they changed out the reservoir 4 times. The reservoir was not returned for analysis.